Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a rash under her breasts from the lifevest. The patient reported that the rash was bleeding. The patient was using an over the counter lotion on the irritation. The patient did not want the distributor to follow-up and the outcome of the irritation is not known.